Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. On an unknown date the CT revealed a proximal type I endoleak. The physician elected to implant heli-fx aptus endoanchors and the proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was related to the patient¿s anatomy of disease progression and aortic neck angulation. No additional clinical sequelae were reported and the patient is fine.